Event description:
The manufacturer received information alleging a ventilator "internal battery depleted" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues.

Manufacturer narrative:
The manufacturer had previously reported an internal battery failure. The report was submitted incorrectly as a 5 day report as selected . This is a 30 day report and not a 5 day report.